Manufacturer narrative:
See scanned page.

Event description:
The patient reported that the catheter had fractured twice and that her symptoms had returned. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be submitted. If additional information becomes available.